Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was found to have a blank screen. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the blank screen was identified to be the liquid crystal display, which will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had a blank screen. No additional information is available.